Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a low anterior resection the anvil kept coming loose. After the anastomosis was leak tested, there was a leak and it was completed by suturing. There was no pt consequence. The device will not be returned.